Manufacturer narrative:
Additional data: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic torn. Correction data: the diopter value is corrected to -13.5/+1.5/089 for the initial MDR. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+2.5/091 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved. The cause of the event is reported as unknown.